Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device was able to fire, but the handle has stuck during stapling. They changed the device without problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.